Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that during the procedure, the was became kinked. The closure device was deployed through the kinked access system; however, it required a full recapture. Another access system was used to successfully complete the procedure. No patient complications were noted during the procedure and the patient is stable.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that during the procedure, the was became kinked. The closure device was deployed through the kinked access system; however, it required a full recapture. Another access system was used to successfully complete the procedure. No patient complications were noted during the procedure and the patient is stable. The product was received and evaluated by MFR. See investigation summary below. Returned product consisted of a watchman access system. The device was bloody and the dilator was received inside the sheath. The tip, and sheath was microscopically and visually inspected. Inspection revealed kinks in the sheath located 5 cm, 6.3 cm, 15.7 cm and 72 cm from the strain relief, and the tip was damaged (slight delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 11:44 am CT. The report number is being corrected from: 2134265-2018-64411 to: 2134265-2018-62369.